Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon evaluation, there was a broken solder joint connecting the rear pulse wires inside the distribution node. The cause of the failure was the open connection. The root cause of open connection is an improper solder joint. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had non-functional ECG electrodes.